Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete information. Further information was requested but not received.

Event description:
It was reported that the patient's system was explanted due to infection on an unknown date. The patient has since recovered and a new system will be implanted. No manufacturer representatives were present during the explant procedure. No further information was available.

Manufacturer narrative:
A patient had their system explanted and replaced due to infection was reported to abbott. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.